Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing a planned vascular procedure, which was delayed by about 20 minutes. The procedure was completed by using another system. The philips field service engineer (fse) inspected the system onsite and confirmed that the system failed to expose. Analysis of the log file showed timeout establishing a connection with the generator. Upon troubleshooting, fse found that the cube board was off and fse identified an issue with the 24v power supply. To resolve the issue, fse replaced the 24v power supply. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system failed to expose. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.